Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the uim on the avea ventilator was blank when it was turned on. The customer requested a quote which was provided. The customer advised there was no patient involvement associated with this event.